Event description:
Rayner intraocular lenses ltd were notified by the (B)(4)distributor of an event that occurred with a t-flex aspheric 623t intraocular lens. The event description provided by the (B)(4) distributor is as follows: "lens was inserted into injector. Upon insertion of iol into the eye both leading and trailing haptic were damaged and the lens would not ctr properly due to damage. Lens was extracted from the eye by cutting into pieces."

Manufacturer narrative:
(B)(4). The physician explanted the t-flex aspheric 623t intraocular lens and replaced it with a back-up t-flex aspheric 623t intraocular lens in the same surgery session with no adverse effect to the pt. A review of production records for the t-flex aspheric 623t batch (B)(4) confirms that all mfg and quality checks were satisfactory. All lenses, released from the t-flex aspheric 623t batch (B)(4) were within spec. Complaints since feb 2012, the month of manufacture, were reviewed and we can confirm that no complaints, of any type, have been received against the t-flex aspheric 623t batch (B)(4). The t-flex aspheric 623t intraocular lens is not available in the united states of america however, is mfg from the same material and features the same haptic design as the c-flex 570c and c-flex aspheric 970c intraocular lenses which are available in the united states of america.